Event description:
Information was received from a consumer regarding a patient previously receiving dilaudid and bupivacaine via an implanted pump. The pump was currently delivering saline. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2016 the patient reported that she was sick the entire time the pump had medication in it. Her stomach was bad when the medication was in the pump. She was in the hospital and was only on a small dose of morphine when the pump medication was taken out. The pain in her stomach was worse and different now that the medication was taken out of the pump. Since the medication was taken out, she had terrible stomach pain and realized how bad her osteoporosis was. The patient had breached her pain contract twice to take more pain medication that she had been prescribed because the medication she had was not enough. The patient was taking oral hydrocodone (5 mg 2x/day). The patient had had 4 medial branch blocks, an epidural, and a rhizotomy after the pump was implanted. The patient had an appointment today ((B)(6) 2016) that she did not plan to attend. The patient planned to have the pump explanted and was looking for a physician to do it.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-mar-2017 from a consumer and it was reported that the patient had the pump implanted due to preexisting pancreas pain. The patient¿s prior pump managing physician would increase the dilaudid medication and within 2-3 weeks of that increase the patient would go back reviewing it was too much; she felt sick and had stomach issues. The doctor would reduce it but it didn¿t resolve the stomach issues that the patient had been experiencing. On (B)(6) 2016 the patient went to another doctor who removed the medication from the pump and refilled it with saline and at the time elected to have the patient admitted to the hospital as an extra precaution to monitor for withdrawal symptoms. Per the patient, everything went well and she did not experience any withdrawal issues and at the time the stomach pain reduced from having the medication removed, but she still had underlying stomach pain issues moving forward. Sometime after (B)(6) 2016 the patient started seeing another doctor who used yoga, medial branch back procedures (5), an epidural (1), a rhizotomy (1), and norco (7.5 mg 2x/day) which was reduced down to 0.5 mg once or twice per day because the patient had bad stomach pain and all of it wasn¿t enough and it wasn¿t helping her. In the meantime (2015-2017), the patient had been seeing a digestive disease specialist who was a big help. She had a CT scan and it didn¿t show anything and then eventually down the road she had an MRI due to her lying in bed for two years (2015-2016) and underlying stomach issues. About two months ago, the patient needed an erct (endoscopic retrograde cholangiopancreatography) and while they were doing that they disturbed her pancreas and caused pancreatitis. Within 3 days of the erct procedure she had really bad pain and went to the hospital and was there for 3 days. They kept her off liquids and were taking care of her and sent her home on her third day even though she was still in pain. The same day that she was released, that night she went back to where the original erct procedure took place and was admitted and they kept her for four days. On the fourth day they wanted to make sure the patient could as least eat a meal and she was sent home. She had to return two days after being released due to severe pain. This time they kept her for five days and resolved it. Per the patient 80% of her stomach pain had been resolved because some of the pain was related to her pancreas which was a preexisting pain prior to the pump being implanted. She experienced changes to the pain after the pump implant because of me dication in the pump and oral medications, etc. At the time of the report, the patient stated that ¿she feels much better than she ever has¿. The patient was calling because currently she thought her pump was supposed to be empty of the saline on (B)(6) 2017 but she didn¿t know for certain. When asked if the patient was hearing any alarms, the patient stated the she had bad hearing since she had a stroke in 2014 and she could not hear the alarms. The patient had not been able to get a hold of her doctor to confirm or get another appointment and had called them twice in the last 2 weeks. The patient felt that her pump was empty and wanted to get it refilled and then eventually work on plans to get it removed. The patient wanted to know how to do this since healthcare professionals would not take patients that they did not implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump and catheter were explanted (B)(6) 2017 and will be returned to the manufacturer. It was unknown if the pump was replaced. The issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-aug-15. It was reported that shortly after (B)(6)2016 the patient¿s pain and liver disease doctor recommended the pump be removed and the pump managing healthcare professional (hcp) was agreeable to this. In (B)(6) 2016, the patient went to a different hcp because their prior managing hcp wasn¿t helping and the patient needed some help because they were sick all the time. In (B)(6)2016, a year and a half ago from the report, the pump medication was drained and was very low and never had anything to do with the manufacturer. It was indicated that they went with saline and ¿specialized water¿ until the pump removal date. It was noted that a manufacturer's representative was there to assist in removing of the medication with the hcp. Please note this is conflicting with the previous report that the hcp removed medication out of the pump on (B)(6)2016. It was indicated that the patient got the pump removed on (B)(6)2017 and that the catheter was clamped off. Dilaudid and bupivacaine were previously in the pump. It was indicated that the patient wanted to get their prior medical records information in order to see a new hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-aug-25. It was reported that the pump and catheter were returned to the manufacturer for analysis. It was reported that the device was being used to deliver an ¿unknown¿ drug. The device was not replaced with another device of the same manufacturer. The rep was not aware of this event, as they were called to pick up the explanted pump. The event date was reported as ¿unknown¿ and the reason for the pump and catheter removal was ¿unknown.¿ the device was used in the patient for treatment. There was no patient injury.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) did not reveal any anomalies. The returned pump passed all functional testing in the lab. Device interrogation revealed the pump had been programmed to deliver preservative free normal saline. If information is provided in the future, a supplemental report will be issued.